Manufacturer narrative:
At the completion of the complaint investigation, based on the information provided, the clinical evaluation was able to confirm aneurysm sac growth, stent migration, a type 3b endoleak, a type 3a endoleak with complete component separation, multiple stent fractures, and a non-endologix stent free floating in the aneurysm. There is also evidence to support the patient had acute renal failure following the endovascular repair procedure. The clinical evaluation additionally identified these potential contributing factors; off label use due to concomitant use with products outside instructions for use, off label use due to patient anatomy, tortuous patient anatomy, continued tobacco use, and non-endologix stents in the common iliac arteries. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated device and a suprarenal aortic extension. Subsequently, pa nt came to hospital late last week with back pain. Large endoleak/sac growth was found. After a computed tomography scan, it was revealed that the graft had broken apart. The fracture looked like it was proximal to the limbs on the main body. The physician re-lined the aorta with the broken graft still in. He elected to implant medtronic endurant main body and medtronic aui graft and a femoral-femoral bypass was performed as well. The result was fair and patient was relatively stable after the case.